Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the gastric fluid was not drained, even if the measurement was correct. The reporter does not know if the person who inserted the tube changed the tube and saw a difference. For the return to surgery, it was noted when the valve had to be removed to flush the air intake, the valve broke in two. Per the nurse, the procedure was performed during a weekend in the emergency department between (B)(6) 2025. There was no consequence on the patient. Unfortunately, no more information is available regarding how the salem tube has been use or about the patient themself. Per additional information provided by the nurse on (B)(6) 2025, when they state "for the return to surgery" they are referring to the return of the catheter assessment by the nurse in the surgery department. The patient did not change locations of the hospital between the time the catheter was inserted and the time the valve broke. The catheter had been in place for 48 to 72 hours maximum.